Manufacturer narrative:
An event regarding altr issues involving an accolade stem was reported. The event was confirmed. Method & results: bony material was observed adhered to the proximal stem surfaces. There were scratch marks noted on the trunnion most likely due to explantation. Black-colored debris was noted on the trunnion. A dimensional inspection was not performed as there are no allegation about a dimensional issue. A functional inspection was not performed as the event cannot be replicated. The material analysis report concluded that: the head and stem both exhibited eds spectra consistent with the correct base alloys. Black-colored debris extracted from the taper was determined to be corrosion product. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: cup malposition in low to absent anteversion causing overload in the arthroplasty with signs of cup osteolysis as proof contributing to excessive micromotion in the trunnion with secondary corrosion as effect. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: a review by a clinical consultant indicated that the root cause of this event is cup malposition in low to absent anteversion causing overload in the arthroplasty with signs of cup osteolysis as proof contributing to excessive micromotion in the trunnion with secondary corrosion as effect. No material or manufacturing defects were observed on the device features examined as per material analysis report. If additional information becomes available, this investigation will be reopened.

Event description:
Revision accolade tmzf and 32mm +8mm lfit head was reported. Upon explantation there were distinct signs of trunnions. Stem and head were removed and replaced with a competitor system. The trident psl cup and poly liner were left insitu.

Event description:
Revision accolade tmzf and 32mm +8mm lfit head was reported. Upon explantation, there were distinct signs of trunionosis. Stem and head were removed and replaced with a competitor system. The trident psl cup and poly liner were left insitu.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.